Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on the atrial lead. Pt presenting egm showed big far-field v on atrial lead. Physician thinks it is myopotential due to insulation breach. Ra impedance is stable and the device has been programmed from unipolar to bipolar. Isometrics and pocket manipulation could not produce any noise and no out of range measurements were noted at followup. Lead to be monitored and revision is scheduled. Should additional information be provided this file will be updated.